Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep retrieved the error log files, and reseated the printed circuit boards and the connectors on the workstation. The rtos and the power supply were replaced. The sys was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the sys would intermittently shutdown and reboot. No pt injury was reported.